Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's box was checked and there was a physical defect before opening. It was indicated that the cuff burst while in use in the patient. A customer reported that the around 3 minutes after using, they noticed that the patient was not responding and that the cuff did not inflate. It was also reported that they tried to inflate the cuff, but it would not hold air. A customer reported that the patient was reintubated with the same size tracheostomy and neither intubation was extremely difficult and the patient expired a short time later.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The failure tear in cuff was confirmed in the received sample. Device history record was reviewed and no discrepancies were found. Manufacturing process was reviewed and currently, there is no potential risk and the below conditions were found: an inflation test is performed for all products. All products have a resting time of 2 hours. Deflation test is performed for all products. The operator inspects for no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's box was checked and there was a physical defect before opening. It was indicated that the cuff burst while in use in the patient. There was no patient injury.